Event description:
After multiple attempts to insert powerglide midline catheter, the pt was found to have a potion of the guidewire retained in his arm. It was surgically removed on (B)(6). Was found to be embedded in muscle rather than in the vein as originally thought. Investigation indicated that technique was the most likely cause resulting in the shearing of the guidewire.